Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently could not be charged. Additionally, it was reported that the pump battery was intermittently depleting quickly. Customer reverted to manual injections for insulin therapy. There was no impact to customer¿s blood glucose.